Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2022 by the archives of orthopaedic and trauma surgery, titled ¿long-term follow-up results of medial opening wedge high tibia osteotomy with a pre-countered non-locking steel plate". The study reviewed seventy (70) patients who underwent opening wedge high tibia osteotomy, to address medial knee osteoarthrosis (oa)/medial opening wedge high tibial osteotomy (mowhto) with a pre-countered non-locking steel plate implant (puddu plate = pp). During the mean: 11.4 (sd 4.5; range 1.2¿16.1) year follow-up period, two (2) patients experienced nonunion requiring revision. Source: miettinen ssa, miettinen hja, jalkanen j, joukainen a, kröger h. Long-term follow-up results of medial opening wedge high tibia osteotomy with a pre-countered non-locking steel plate. Arch orthop trauma surg. Nov 2022;142(11):3111-3121. Doi:10.1007/s00402-021-03927-8.